Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, the joints of the instrument were loose and could not be locked. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: functional evaluation found the caps that holds the cup against the ball joints are not loose, however the instrument is still insufficiently rigid. It appears the ¿cups¿ inside the joints of the flex arm are worn and will no longer lock up when tightened, consistent with anticipated wear.